Manufacturer narrative:
To investigate the customer's issue the historical performance of architect ca19-9 xr reagent lot 65008m800 was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 65008m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 65008m800. Customer complaint data was reviewed and no adverse trends were identified. Accuracy testing was performed to evaluate the performance of architect ca19-9 xr reagent lot 65008m800. An internal panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria were met, which indicates acceptable product performance. The architect ca19-9 xr reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer indicated that falsely elevated architect ca 19-9 results were generated. An initial result of 121.95 u/ml was generated. The sample was repeated 2 times with results of 21.21 u/ml and 18.67 u/ml. There was no report of impact to patient management.